Manufacturer narrative:
On 20-feb-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, when the hub end of the dilator broke off when the physician was removing the dilator and wire from the patient. The detached hub was never inside the patient. The dilator was removed, and the sheath was replaced. The case was continued successfully.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
On 13-apr-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, when the hub end of the dilator broke off when the physician was removing the dilator and wire from the patient. The detached hub was never inside the patient. The dilator was removed, and the sheath was replaced. The case was continued successfully. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection was performed following bwi procedures. Visual analysis revealed that the hub of the dilator was observed broken. Due to this condition the device was sent to the supplier to perform a manufacturing investigation, and it was concluded that the indentions on the outer diameter (od) on the dilator shaft at the proximal end measured in around 10mm. This is the normal insertion amount for dilator shaft to the dilator hub. Due, to this condition this issue is not be confirmed to be manufacturing attributable. A device history review was performed for the finished device 00002476 number, and no internal actions related to the complaint were found during the review. The dilator hub detachment reported by the customer was confirmed. The potential cause of the detachment could be related to the manipulation of the device during procedure however, this cannot be conclusively determined. The instruction for use (IFU) contain the following warning and precautions: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. Do not remove dilator or catheter rapidly. Slowly remove or insert the dilator or other devices. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).